Event description:
The pt who is a nurse, was injecting self with collagen in the nasolabial folds when they noticed sudden blanching and a dusky reddish, blue discoloration near the injection site. Pt stopped the injection after only 0.4cc, and massaged the area thoroughly with warm compresses. The next day, pt found both sides to be painful, so pt self-medicated with advil for pain relief. Two days following treatment, pt indicated that moist pustules began forming in the affected areas. Five days following treatment, symptoms progressed and pt had many moist pustules which appeared herpetic. The herpes outbreak is considered to be secondary to possible necrosis caused by apparent vasospasm. The areas affected have darkened. The left side is affected with symptoms over the whole nasolabial fold. The right side is affected at the bottom of nose near the nasolabial fold. The physician in the office where pt is an employee has prescribed oral cephalexin, oral acyclovir, and topical bactroban.